Event description:
It was observed that during the device evaluation, the flex video scope exhibited foreign object clogging the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The legal manufacturer's investigation is ongoing, this report will be supplemented when new and relevant information becomes available.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign object clogging the nozzle.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, d5, d8, h6 (remove 841 - imager) and h8 additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation and the information provided, the foreign material could not be identified. Reprocessing was conducted in accordance with instructions for use (IFU). No physical damage was found at the location. The root cause of the foreign material remaining in the subject device could not be determined. The instruction manual states the detection method associated with the event in "gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection" and the prevention method in "gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.